Manufacturer narrative:
Other, other text: device evaluation- three used samples were returned for evaluation. The devices were given functional testing to check for leakage. All of the samples were found to pass functional testing. The reported issue was not verified during testing. During production this device type is 100% leak tested prior to packaging.

Manufacturer narrative:
Only the year (2020) of the event date is known. Initial reporter: customer facility phone number: (B)(6). Company representative (manufacturer) phone number: (B)(4). Device evaluation in progress.

Event description:
It was reported that the portex general anesthesia circuit had a leak. This product problem was observed during patient use. No patient injury or complications were reported in relation to this event.